Event description:
Customer reported that the insulin pump returned a button error alarm during bolus. Customer reported that the error alarm occurred after removing the battery to correct an unresponsive keypad. Blood glucose level was 361 mg/dl at the time of the call. Customer reported treating the high blood glucose level with a manual injection. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent button response, due to corroded keypad traces. No button error alarm noted during testing. Insulin pump had a cracked case on display window corner, minor scratches on lcd window and cracked battery tube threads.